Event description:
During a prophylactic vns generator replacement surgery, the reporter noted that the vns lead appeared corroded, kinked, and had fluid in the lead body. High lead impedance was also noted with diagnostics testing after the lead was attached to the new generator. The lead was replaced and the generator was replaced due to incompatibility with the new lead. Attempts for return of the explanted lead and generator have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.